Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up for approximately five to six years. The device was recently interrogated, and it was observed that the lead safety switch (lss) feature had been activated. It was suspected that the right ventricular (rv) lead displayed out of range impedance measurements, as the readings were between 100 ohms and 300 ohms. No capture was observed in the rv, and was not sensing properly. The electrogram (egm) was reviewed and it was determined that there was a deflection on the rv, however there was no effect on the ventricular pacing. The patient was not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.